Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 4. The home patient (hp) was connected at the time of the alarm. The hp stated that the final bag was leaking from the bag or the connector. The technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm. The tsr assisted with end of therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.